Event description:
It was reported the unknown xience pros was implanted in an unspecified lesion. However, due to the stent infection, the patient passed away. There were no device issues noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2: date of death is estimated. B3: date of event is estimated. C4: treatment/therapy start date is estimated. D4: the UDI # is not known as the part and lot number were not provided. D6: date of implant is estimated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded that it can stated that the patient cause of death was due to coronary stent infection (csi) leading to the ruptured mycotic coronary aneurysm, ischemic cardiopathy, acute on chronic, secondary to coronary atherosclerosis and transmural abscessed infarct as confirmed by the pathology report. Xience pros are indirectly associated but are not a "direct cause" of infection, but the general des design can lead to delayed arterial healing, which is a major risk factor for developing stent infections. The relationship is primarily linked to the anti-proliferative properties of the drug coating rather than a direct, acute cause. As for the early and recurrent st, it is not directly related to the xience pros as it is frequently linked to procedure-related factors (e.g., stent underexpansion, malapposition) but in this case, it is most likely due to asymmetrically expanded stent in the proximal lad as confirmed by ivus although no clear malapposition was noted. Ivus also showed a questionable edge dissection on d1 which could also have contributed to the st as well as possible residual thrombus from the initial stemi. The reported patient effect(s) of death, thrombosis, angina, infection and fever are listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2: correction date of death, b3: correction date of event, b6: correction relevant test/laboratory data, c4: correction treatment/therapy start date, d1: correction brand name, d2a: correction common device name, d4: model # correction from unk xience pros to 1558275-38, d4: catalog # correction from unk xience pros to 1558275-38, d4: lot# correction: from unknown to 5061041, d4: primary UDI number correction: from unknown to (B)(4), d6a: correction implant date.

Event description:
Subsequent to the initially filed reports, additional information was provided. On (B)(6) 2025, the patient presented with thrombolyzed st elevated myocardial infarction (stemi) and the 2.75x38 mm xience pros stent was implanted in the interventricular artery and the 2.5x33 mm xience pros stent was implanted in the diagonal coronary artery. Post procedure intravascular ultrasound (ivus) was performed and no thrombus was noted. Two subsequent procedures on (B)(6) 2025 showed thrombus in the stents seen on ivus and the patient had angina and a fever/chills. Medication was provided. Thromboaspiration was performed followed by additional stent post-dilatation. On (B)(6) there was suspicion of a dissection after the stent in the first part of the artery (d1) so another 2.5x15 mm stent was added. There was potentially a left main aneurysm that was not well visualized. An infection of the stents was suspected due to recurrent stent thrombosis and treatment with antibiotics. The patient expired on (B)(6) 2025. The infection was reportedly noted in the autopsy. No additional information was provided.